Event description:
Terumo medical corporation received the following information: it was reported that the doctor performed a left heart catheterization. A 6fr sheath was used for the procedure with clean access. He went to deploy the angio-seal device after the procedure. Deployment went smoothly however when he went to cut the suture the collagen popped, and he noticed the collagen sticking out of the skin with bleeding surrounding the area. He cut the suture between the black and white markers and held pressure. He removed the collagen from the patient as it did not look like it was secure and there was no anchor attached to the device. The patient was sent for an ultrasound to visualize the anchor which was in the right common femoral artery. Patient pulses were present post procedure. The patient was held overnight for observation. The patient was discharged the next day no new information about their condition had been reported. The estimated blood loss was less than 250cc. An angiogram was taken after access however it is unknown if another was done prior to closure. The nurse that was present in the procedure room stated that it was normal access and procedure up until the closure issue.

Manufacturer narrative:
E3: occupation: inventory controller the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.